Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead impedance alert was turned off and no reprogramming intervention was done.

Manufacturer narrative:
Concomitant medical products: 6984m, adaptor, implanted: (B)(6) 2010. Dtba1d1, crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was toning because the left ventricular (lv) lead exhibited a low impedance measurement. The lv lead remains in use. No patient complications have been reported as a result of this event.